Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was intermittently unresponsive. It was also noted that the keypad cover was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:the keypad cover was found to be torn around the down arrow button and all button symbols were illegible. During testing, the down arrow and up arrow keypad buttons responded intermittently. The keypad cover was removed and the down arrow button contact was found to be stuck in the inverted position. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed the audio bolus button cover was missing/detached from the pump. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked between the case seal and the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.